Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission after receiving an alert for device at eri with most energy intensive features disabled. Review of the transmission file noted that the device was still on (both brady and tachy parameters) and that the message was a bit misleading since no reprogramming has occurred. Premature battery depletion was suspected. Device was explanted and replaced. Patient is doing fine.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.